Manufacturer narrative:
The customer complaint of no lcd backlight was confirmed during evaluation. To resolve the issue, the processor board was replaced. The autopulse platform is a reusable device and was manufactured on 2013. Therefore, this type of display issue observed during functional testing is characteristic of normal wear and tear for the life of the device. No physical damages were found during visual inspection. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with (B)(4). The platform passed all testing criteria.

Event description:
It was observed internally by a zoll employee that the lcd backlight on the autopulse platform (B)(4) was not functional. There was not patient involvement.

Manufacturer narrative:
The customer complaint of no lcd backlight was confirmed during evaluation. To resolve the issue, the processor board was replaced. The autopulse platform is a reusable device and was manufactured on 2013. Therefore, this type of display issue observed during functional testing is characteristic of normal wear and tear for the life of the device. No physical damages were found during visual inspection. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with (B)(4). The platform passed all testing criteria.